Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. The case at hand was taken from a journal article. Additional information has been requested but was not available. Trend analysis: n/a as no item number was available. Review of event description: from the article, it was found that two patients had weber cup and metasul head implanted and they were revised due to recurrent dislocation. Review of received data: the journal article "primary hip arthroplasty with 28-mm metasul articulation" was reviewed for the investigation. This case refers to the following event: two patients which had weber cup and metasul head implanted were revised due to recurrent dislocation. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: - increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to design. - possible: neither products nor x-rays were returned for the investigation, therefore cannot be excluded. - inadequate rom (impingement) leading to increased release of wear particles, loosening of components, subluxation, dislocation due to wrong cup position, impingement of the skirted head with acetabular liner. - possible: no x-rays were received for investigation to confirm, therefore cannot be excluded. - loosening of head/stem taper connections due to inappropriate taper connection design. - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - increased wear, loss of taper connection, dislocation due to high patient activity. - possible: patient activity levels unknown. - increase particle and metal ion release, increased wear, loss of taper connection, subluxation, dislocation due to increased ante/retro-version of the stem may increase joint loading. - possible: no x-rays were received for investigation to confirm, therefore cannot be excluded. - dislocation, increased micro separation due to soft tissue laxity. - possible: no info regarding laxity is known, therefore cannot be excluded. - increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to malposition. - possible: no x-rays were received for investigation to confirm, therefore cannot be excluded. - loss of taper connection, wear due to wrong sizing/combination (taper sizing) - possible: size of the cup is known, therefore cannot be excluded. - failure of implant function (loosening of taper connection, increased wear from articulation) due to metasul heads are re-used against manufacturers directions provided on box labeling and IFU. - possible: it is not known whether the implant was reused. Conclusion summary: the journal article states that two patient underwent revision surgery due to dislocation. Products were not returned for the investigation. Ref/lot numbers of the devices are unknown. Neither x-rays nor surgical reports were available to review. Therefore, it is not possible to find a root cause for the reported event with the information at the hand. However, the possible causes for the dislocation of the head can be listed as wrong position of the cup, impingement of the head with liner, high patient activity, increased ante/retro-version of the stem, wrong size of the cup, soft tissue laxity of the patient and re-use of the head. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. However, additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a journal article that two patients were implanted a weber cup hip implant and a metasul head hip implant on an unknown date. The patients underwent revision surgery due to recurrent dislocation on an unknown date. Additional information has been requested and is currently not available. (Manish dastane et. Al: primary hip arthroplasty with 28-mm metasul articulatoin, abbreviated clinical follow-up report, in the journal of arthroplasty vol. 26 no. 4 2011).